Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) occured for this right atrial (ra) lead and associated device. Device data was reviewed where it was seen that the lss switch had been recored in july of 2013. Isometrics were performed where noise was noted. A slight increase in thresholds was also noted. The patient did not require significant pacing in the atrium, therefore, the lead will continue to be monitored. There were no adverse patient effects.